Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Following IV catheter insertion, a three-way stopcock was connected to the catheter hub for fluid administration. During infusion, leakage was observed at the connection site. Upon inspection, damage was identified at the distal end of the catheter hub. The infusion was immediately discontinued, and the catheter was subsequently removed.